Manufacturer narrative:
The insulin pump received with no audio/beeping alarms tones due to broken black wire of the piezo transducer. Device was received with normal operating currents. Also unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump fail self-test due to broken black wire of the piezo transducer. The drive support disk was inspected and no anomaly noted. The insulin pump received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not beep; the device would only vibrate. The patient's blood glucose at the time of incident was 172 mg/dl. The self test was performed but the device failed to beep during the tone test. The insulin pump will be returned for analysis.